Event description:
Pump was reported as "not dispensing dose". The facility's biomed tested the device but was not able to duplicate this report. The biomed stated that an incident report was filed for this situation but that it had no mention of the drug involved or any patient information. The biomed stated that there was no patient injury or medical intervention reported. No additional contact information was provided.